Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported erratic blood glucose which she believes is due to the infusion sets. Nothing unexpected occurred during preparation or insertion of the infusion set. Pt released the insertion needle prior to insertion, and there were no difficulties removing the needle box. Blood glucose has been in the range of 34-458 mg/dl and has been "going up and down constantly." This concern has occurred over the last 2-3 weeks, and 2 infusion cannulas were bent when she removed them. Infusion set insertion device was used to insert the headsets. No alert or error messages were received on the infusion device. The headset is changed every week, and pt was advised on MFR recommendations. Pt occasionally has bruising and irritation at the site, but there has been no insulin leakage. Pt reported she might have forgotten to adjust her treatment following a low blood glucose. Blood glucose was 34 mg/dl at 10:30 a.m. On the morning of the report, and she immediately started to drink orange juice. She continued to check her blood glucose and it was 458 mg/dl at 2 p.m. Target blood glucose is 125-130 mg/dl. Pt delivered insulin injections to correct hyperglycemia. Blood glucose had returned to normal by the time of the report. Request was submitted for replacement infusion sets. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.